Event description:
Healthcare professional reported a lap-band port "leak." The event was first noted when the "patient came for fill" and the physician was "unable to pull back correct amount of fluid supposed to be in lap band [lap-band]. The port was explanted and replaced. At the time of explant it was noted that the "port has clear blue ring around back of port due to leak."

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."